Event description:
It was reported that the patient had a lead migration. The patient was unable to feel stimulation in their back due to the downward migration of the lead. The patient had less than 50% therapy relief due to the issue. They were going to have to perform surgery to move the lead back into its original place. X-rays were taken and supported the lead migration diagnosis. The surgery date was not determined at the time of the report. The patient status was listed as alive with no injury at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the lead migration was not thought to be device related. However, they did note that there was only one suture around each anchor, so they may not have been enough sutures around the anchor. However, they were unable to determine if that was the cause, and the cause remained unknown. Prior to the lead migration, the patient had effective therapy for only a few days. The revision had taken place and the leads were moved back to an optimal area for therapy. The outcome was good, and the patient claimed effective therapy. The device was not explanted.

Manufacturer narrative:
Product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).